Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus was unable to be confirmed through this evaluation. Review of the submitted log file confirmed transient elevations in pump power and flow as well as low flow events; however, a specific cause for these findings could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported fatigue, hemolysis labs, cardiogenic shock, and patient outcome could not be conclusively established through this evaluation. The submitted log file contained events from 18oct2023 ¿ 05nov2023. Transient elevations in pump power and flow were observed on 22oct2023, 24oct2023, and 25oct2023. Of note, these elevations were associated with pulsatility index (pi) events. In addition, the file captured several low flow events on 27oct2023. No other notable events were captured, and the pump appeared to function as intended above the low speed limit throughout the duration of the file. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis, device thrombosis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 4 also explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 6 also outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient decided to transition to comfort care and passed away due to cardiogenic shock and thrombus of the left ventricular assist device (lvad).

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - lot number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the patient's log files revealed several intermittent unsustained power elevations between (B)(6) 2023 and (B)(6) 2023. The log also captured low flow alarms on (B)(6) 2023 between 0503 and 0841. The patient reported fatigue and hemolysis labs leaned toward thrombus. The low flow alarm self-resolved. The patient transitioned to comfort care and passed away on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.